Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll 21ga 1-1/4in mx bun was expired. The following information was provided by the initial reporter translated from spanish to english: "on thursday (B)(6) 2024 I went to buy plastic syringes at the db cuautitlan izcalli plant's employee sales store. I bought 20 syringes of 5ml and 30 syringes of 3ml, the latter have an expiration date of 04/2022."

Manufacturer narrative:
Photos received for investigation. Through visual inspection, primary packaging (blister) on the printing side where the batch number (7137502), code (302539) and expiration date (04/2022) reported by the customer are confirmed. The batch number is expired, therefore device history record review (DHR) or quality notification review (qn) could not be performed as there is no information on the manufacturing of the batch. Possible root cause is associated with deficiencies in the management of product intended for sale to employees. Review and elimination of expired product in employee sales area will be implemented.